Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 284 mg/dl after announcing dinner while using the ilet system and a contact detach infusion set, following a recent full supply change, with no device alerts or alarms reported. Symptoms included elevated blood glucose. Outcomes included user self-management with guidance and no medical intervention or hospitalization. Investigation included user support troubleshooting, including a successful fill tubing and counseling on site change versus continued monitoring. Investigation of this case revealed the cause of hyperglycemia was unclear. It was concluded that no device malfunction was identified based on available information, and user education was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.